Manufacturer narrative:
Exact date unknown, event occured in (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that patient was experiencing episodic pain over the ipg site and more discomfort more than pain relief. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.